Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the maryland bipolar forceps instrument smoked when energized. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if arcing was observed. A maryland bipolar forceps, fenestrated bipolar forceps, cadiere forceps, and laparoscopic forceps were in use when the issue occurred. The generator used was an e-100. The settings were bipolar 1 macro 30w, bipolar 2 low 20w, monopolar 2 blend 0w, low 40w. There was no injury to the patient. The instrument was inspected prior to the procedure and no damage was observed. The instrument jaws were not immersed in liquid or contaminated prior to activating the instrument.